Event description:
Insertion of the essure device was extremely painful during the procedure and it took me almost a week to recover. I had to take very strong pain meds in order to deal with the pain. I have suffered from extreme jabbing/throbbing pain on the left side of my uterus which often brings me to my knees in tears, sex is very painful, I began suffering from migraines before each period, my periods are much heavier, I developed vulvar eczema and I have bloating in my abdominal area. I have been given a referral to another doctor for pain management, but may have to have a hysterectomy. I'm really sad and wish that I knew more about these possible side effects before agreeing to the procedure. Having the essure device inserted felt as if I were giving birth to another child. I literally had contractions that were back to back. I was told I'd be able to drive myself home and my husband had to literally carry me out of the doctor's office. I'm only (B)(6) and am sad that I have to deal with all of these issues at such a young age. I am pleading that you please consider banning this product from the market. It's not fair and it seems like no one is listening. I wish I could have the device removed but can't afford the removal procedure and right now I can't even afford a hysterectomy. What seems like the easier route, ended up being my worst nightmare.